Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and unable to recover. A field service engineer (fse) reseated the drawer cables and ran hardware acceptance tests, then made an additional attempt after reseating the solenoid header and all row board connections, successfully recovering the drawer and passing all tests. The battery was replaced due to age, and the new battery was confirmed to be less than six months old. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was broken and required maintenance. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.